Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead exhibited high pacing threshold measurements. Reprogramming changes done to address the issue and field representative got threshold back to normal. The patient was scheduled for an echocardiogram soon. Boston scientific technical services (ts) discussed possible lead dislodgement. As of this time, the lead remains in service. No adverse patient effects reported.